Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working. Upon inspection, fluid loss due tubing break, not being connected from pump to cylinder was noticed. As a result, the device was explanted and replaced. No patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4).